Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe cramps") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), fatigue ("fatigue") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, weight fluctuation, alopecia, dyspareunia, fatigue and memory impairment outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, genital haemorrhage, memory impairment and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place properly, tubes occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the left coil migrated and was embedded in the uterine muscle/migration"), abdominal pain ("abdominal pain / severe cramps / cramping"), genital haemorrhage ("excessive bleeding") and uterine haemorrhage ("the left coil migrated and was embedded in the uterine muscle which caused unusual bleeding,") in a 30-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), memory impairment ("memory problems") and menstrual disorder ("unusual menstrual cycle"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine haemorrhage, weight fluctuation, dyspareunia, memory impairment and menstrual disorder outcome was unknown and the abdominal pain, genital haemorrhage, alopecia and fatigue was resolving. The reporter considered abdominal pain, alopecia, dyspareunia, embedded device, fatigue, genital haemorrhage, memory impairment, menstrual disorder, uterine haemorrhage and weight fluctuation to be related to essure. The reporter commented: there were 3-4 coils showing on the left tube. There were 2-3 coils showing on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place properly, tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the left coil migrated and was embedded in the uterine muscle/migration"), abdominal pain ("abdominal pain / severe cramps"), genital haemorrhage ("excessive bleeding") and uterine haemorrhage ("the left coil migrated and was embedded in the uterine muscle which caused unusual bleeding,") in a 30-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), memory impairment ("memory problems"), menstrual disorder ("unsual menstrual cycle") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy to remove essure) and surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine haemorrhage, weight fluctuation, dyspareunia, memory impairment, menstrual disorder and abdominal pain lower outcome was unknown and the abdominal pain, genital haemorrhage, alopecia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, embedded device, fatigue, genital haemorrhage, memory impairment, menstrual disorder, uterine haemorrhage and weight fluctuation to be related to essure. The reporter commented: there were 3-4 coils showing on the left tube. There were 2-3 coils showing on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place properly, tubes occluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as left coil migrated and was embedded in the uterine muscle which caused unusual bleeding, abdominal pain, and an unusual menstrual cycle. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.